Event description:
I ordered an emergency medication kit from (B)(6). It was shipped to my office missing 7 medications. I was not notified of the missing items. When I received the kit I discovered it was incomplete. As of today (B)(6) 2013 I am still missing 1 med, 14 months later. I would not have ordered this kit if informed it was missing medications. Kits should not be sold if not complete. This could create a serious situation. Emergency medication kit shipped missing 7 listed medications.